Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was giving inspiratory tidal volume (vti) and end-tidal volume (vte) dropping issue, motor fault, circuit disconnect low peak inspiratory pressure (pip) and low minute ventilation (ve) alarm. The customer confirmed that there was no patient harm associated with the reported event.